Event description:
It was discovered during a pm that the vertical lift column on the 9900 system was slow, the footswitch was broken, and there was no tone when saving images. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.